Manufacturer narrative:
Correction: upon review, the device information reported in the initial submission was incorrect. Device information has been corrected within this follow-up submission.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2019-10145.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2019-10145. It was reported that during procedure an unspecified issue was observed on the lead and the extension. Lead and extension were explanted, and a new lead and extension was implanted. There were no complications during the procedure. Patient was stable.